Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? When the device was fired, where was the indicator located within the green zone/gap setting scale? Who fired the device and what was his/her experience? Was there any audible or tactile feedback? When was the safety disengaged prior to firing? Were the washers inspected? If so, please describe. When was it noticed that the stapler only had four to five stapling pins? Were the staples visible and if so, what was their form? Will the colostomy be permanent or reversed? What is the current patient status?

Event description:
It was reported that during a low anterior resection procedure, the device was used for end to end anastomosis. The stapler had only four to five stapling pins in it, which resulted in no anastomosis. The donuts for absolutely fine. Ultimately colostomy was done.